Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty fuse on the battery interconnect board.

Event description:
Complainant alleged that during set-up of the device prior being used on a patient, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.